Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phm381, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke and the needle was found bent. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Additional h-3 summary: one needle-suture combination of product was received for analysis. During visual inspection of the open sample, the swage and attachment area were noted to be as expected; however the tip and body of the needle were observed distorted and marks appears to be by use of a surgical instrument could be observed. The suture was examined along of the strand and the end was cut. According to the sample condition it was suggest an improper handling. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.